Event description:
The core impaction drill was sent in for analysis because it was smoking prior to a procedure. A replacement device was readily available and it was used to complete the procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.